Manufacturer narrative:
Medtronic received additional information that the physician had concluded that the ostial right stenosis of the right coronary artery was not related to the medtronic device or procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day postoperative of this aortic bioprosthetic valve, the patient developed 1st degree atrio-ventricular (av) block. No known treatment was given, issue resolved the same day. Post-operative day 3 the patient presented with ostial right stenosis of the right coronary artery. The patient had a angiography angioplasty performed with a placement of a stent in the right coronary. Device remains implanted with no further adverse patient effects reported.